Event description:
The reporter contacted animas on behalf of her daughter (the pt) alleging that the pump was intermittently not responding to ok button presses. She denied that the pump was exposed to moisture or trauma. She also denied that the keypad was peeling.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to keypad button presses. The keypad was removed and adhesive/ contamination was observed under the button contacts. In addition, the button contacts were observed to be inverted and were not always springing back. The keypad also appeared to be intact with no lifting or peeling. There were no reported pt impact associated with this complaint.